Event description:
It was reported that pump experienced malfunction with code malf 0 and related fault ID, without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.